Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correction: it was inadvertently missed in the previous report that the serial number has been updated as (B)(4). UDI has been updated accordingly. The date the device was returned to the manufacturer was reported as july 19, 2018 and has been updated to august 9, 2018. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all manufacturing specifications. Therefore, the reported condition was not duplicated and confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the hose on the motor device that was connected to the pressure gauge was abruptly coming out. According to the report, this happened on two occasions that could have caused trauma to the patient and/or personnel. It was reported that the hose was secured causing the nitrogen to escape through the manometer and the key was immediately closed to prevent an explosion. It was not reported if there were any delays to the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Upon complaint review, it was inadvertently missed in the initial report that the serial/lot number and device manufacture date were unknown. Therefore, UDI has been updated accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.